Event description:
During a follow-up, episodes of loss of capture and high impedance were observed on the right ventricular (rv) lead. Rv lead damage was alleged but was unable to be confirmed. Technical support was contacted regarding the event. The device was reprogrammed to resolve the event and the patient was in stable condition.